Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 537 mg/dl. Current blood glucose level was 286 md/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had not experienced symptom related to reported incident. Customer was treated with insulin pump and manual insulin injection or insulin pen. Customer did not allege that insulin pump was under delivering insulin. Auto mode feature was not active at the time of incident. There was difference in sensor glucose and blood glucose level but insulin delivery was not suspended. The sensor glucose level was 321 mg/dl. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. The cannula was not bent. The insulin pump will not be returned for analysis.